Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that clinicians and biomedical engineering have had issues with air-in-line. Clinicians state no air is present and will attempt to troubleshoot. Biomedical engineering states when they test pumps, no issues are noted. There was no information on patient involvement.